Event description:
The pt was experiencing a gradual loss of efficacy with increasing pain symptoms. The pump was explanted after an implant duration of 29 months. It was replaced and returned to the manufacturer for analysis.